Event description:
The dealer states the consumer was being transported from cement terrain onto a bus by a lift when his wheelchair allegedly started to smoke. The bus driver allegedly put the smoke out with an extinguisher. No injury is alleged.

Manufacturer narrative:
MFR spoke with the facility regarding the alleged event. The facility stated they did service the chair prior to the alleged event. Nature of complaint suggests a potential service error. MFR is working with the distributor to replace the chair and return the chair for an eval. There is no injury in the alleged event. MDR filed as a conservative measure.